Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead was implanted and the physician was not satisfied with the measurements. The physician decided to rotate the helix further to obtain better readings. After multiple rotations, the physician was still not satisfied and attempted to retract the helix. The helix would not retract and another device was required to remove the lead from its place. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.